Manufacturer narrative:
There are multiple patients all information is provided in the article. This report is for an unknown elastic nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is between 2002¿2006. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: hsu ar, et al. (2008), dynamic skeletal traction spica casts for paediatric femoral fractures in a resource-limited setting, international orthopaedics (sicot), volume 33, pages 765¿771, (philippines). The objective of this study was to compare elastic intramedullary nailing (ein) with dynamic skeletal traction spica casting (dstsc) in terms of postoperative radiographic angulations, length of hospital stays, and cost in a resource-limited setting. From 2002¿2006, 51 children between the ages of 5 and 12 with a femoral fracture treated with either ein or dstsc were included in the study. There were 26 patients treated with ein and 25 with dstsc. In the ein group, there were 20 males and 6 females with a mean age of 8.7 +/-1.8 years and all were treated with (2) unknown synthes titanium elastic nails each. Meanwhile, the patients in the dstsc group received a competitor¿s spica casting device. Postoperative and follow-up films were analysed for any changes in fracture alignment, angulation, and length. Complications were reported as follows: 2 patients had skin irritation. 1 patient had nail migration. This report is for the unknown synthes titanium elastic nails. This report is for (1) unknown elastic nail. This is report 1 of 2 for (B)(4).